Event description:
Unomedical reference number (B)(4). Event occurred in the united states. A day before this report, the patient woke up with blood glucose level in 400s mg/dl because the insulin ran out while she was asleep and it was not attached to the cannula. She put it back on as she thought it was not attached correctly the first time. She was not getting the insulin the night before this report, since infusion set tubing detached at the quick release while sleeping. She treated it with a bolus. The morning of this report, she checked her blood glucose level and it was in 600s mg/dl when she had bolus again and realized that it was not locking well. She did bolus with 16.6 units in the morning of this report, but she did not check her blood glucose level. This was not the first time that this issue occurred. In the past when this happened, she only changed the tubing. Infusion had been in use since a day before this report. The site location was her right abdomen and the pump was located on the right side too. Reportedly, the infusions were not exposed to heat other than her body but it was raining outside. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient reported that at the time of this report, she had high blood glucose level reported as 408 mg/dl. No further information available.